Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer took no action to address the bg. Customer was instructed to reset pump to clear malfunction alarm. No additional patient or event information was available.